Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 36 mg/dl and 50 mg/dl at the time of hospitalization. The customer experienced low blood glucose for the whole day. The customer was treated with food. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.